Manufacturer narrative:
D10: 300-30-07 - equinoxe preserve stem 7mm: (B)(6), 322-36-00 - 145-deg pe 36mm hum liner +0: (B)(6), 322-10-00 - humeral adapter tray, +0: (B)(6), 320-31-36 - glenosphere, 36mm: (B)(6), 320-55-99 - csb glenosphere screw: (B)(6), 320-55-03 - cs baseplate rs aug post, 8 deg, left: (B)(6), 320-55-30 - central scr basepl cent scr, 30mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via clinical study that this patient underwent an initial shoulder replacement. The morning after surgery, the patient was found deceased. It was stated that this was a presumed cardiac event. No further information is available.